Manufacturer narrative:
The 510k # is k062195.lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2010, the lay user/patient contacted lifescan (lfs) alleging that her onetouch ultra meter had reverted to the setup mode. The complaint was classified based on the customer care advocate (cca) documentation. The patient reported that the alleged issue began on (B)(6) 2010. The cca noted that the patient manages her diabetes with oral medications. It is not known what action she took regarding her usual diabetes management regimen after the issue started. At an unspecified time on (B)(6) 2010, the patient claimed she felt dizzy, sweaty and "red skinned" and self treated with food and/or drink. At the time of troubleshooting, the cca confirmed that alleged issue occurred after the patient had replaced the subject meter's battery. The issue was resolved with training. Replacement products were sent to the patient. This complaint is being reported because the patient claims she was unable to test her blood glucose, due to the reported issue and reportedly developed symptoms suggestive of a serious injury after the alleged meter issue began.